Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the pendant was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect pendant has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside or procedure, the screen of the imaging system pendant was having connection issues. There was no patient present at the time of the issue.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that when the pendant is installed on an imaging system. During testing, after the pendant warmed up the led screen in the pendant flickers, horizontal nad vertical lines appeared and then the screen went blank for few seconds. All push buttons functioned as expected. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value.